Event description:
It was reported that the patient had been shaking a lot in the last couple of months and it was hard for her to eat as a result. She mentioned that she fell a couple of times before the shaking started. She could not find her programmer to allow her to check her implant. Follow-up from the patient reported that a ¿dbs¿ was given to her. The shaking did not resolve and she had an ¿instrument,¿ but did not know how it worked.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# (B)(4), implanted: 2006 (B)(6); product type lead product ID neu_unknown_lead, serial# (B)(4), implanted: 2006 (B)(6); product type lead product ID 37602, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator product ID 3387-40, lot# j0110861v, implanted: 2001 (B)(6); product type lead product ID 748266, serial# (B)(4), implanted: 2004 (B)(6); product type extension. (B)(4).